Manufacturer narrative:
Date reported is the date when the incident was discovered - revision surgery date, while the date when the incident occured (initial surgery) is still unknown.(B)(4).

Event description:
It was reported to us that during revision surgery it was noticed that two small metal parts have been left in the patient during the initial surgery. Doctor removed them and queried the company representative. Company representative had checked the instruments to find that these small metal parts fit the 4-1 cutting block which have the corresponding slots empty.